Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision is unknown.

Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision was due to dislocations (not arising from traumatic event).

Event description:
Asr revision.left asr resurfacing.

Manufacturer narrative:
Corrected/updated data: (date of event); (date of report); (event description); (explant date); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root causes(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.